Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted that the obturator top was disengaged. Only the obturator was received. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. However, a manufacturing fault was identified during product analysis. The root cause of the observed disengaged seal was determined to be a result of a manufacturing activity. The cap disengaged due to an improperly performed assembly operation. A process improvement has been initiated to prevent this condition from recurring. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, prior to a laparoscopic procedure, while preparing the instruments, the plastic handle stick of the trocar was found broken after opening the sterile package. Another device was used to complete the case. There was no patient involvement.